Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular (rv) exhibited noise oversensing. Loss of capture was also noted on the lead. The lead was deactivated by programming. The patient was stable.

Event description:
New information received that during lead revision procedure the right ventricular (rv) lead helix was not able to extend. The lead was explanted.

Manufacturer narrative:
The reported events of noise and capture problem was not confirmed. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned with an connector sleeve fully inserted onto the lead and the lead helix was retracted and clogged with blood/tissue. Electrical tests did not find shorts or discontinues on any of the conduction paths. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue and the subsequent overtorque of the inner coil in the connector region.